Event description:
A surgeon reports that a pt experienced glare following cataract surgery due to a dislocated intraocular lens (iol). Another surgeon was unsuccessful when attempting to reposition the lens. The implanting surgeon advised the pt not to have the dislocated lens repositioned because the pt's vision was 20/25 and the glare only occurred occasionally.